Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results 12 mg/dl and 112 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 13 mg/dl and 117 mg/dl within 10 minutes. Customer used the same vial of strips for both comparative measurements. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.